Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance occurred. The target lesion was located in the mid right coronary artery (rca). The lesion was predilated with three apex balloons, sizes 2.0x20mm, 2.5x20mm and 3.0x15mm, at nominal pressure. A 3.00x32mm taxus liberte stent was then deployed in the lesion at 10atms for 30 seconds. It was noted that the stent was fully deployed and well apposed. When the physician attempted to withdraw the stent delivery balloon from the deployed stent, withdrawal difficulty occurred. The physician pulled and pushed the stent delivery balloon, inflated it to 11atms and brought back down and then inflated it to 12atms and brought it back it down and the balloon still would not move. The physician was eventually able to wiggle the stent delivery balloon out of the deployed stent. The stent remained implanted in the lesion and was post dilated with a 3.5x20mm non bsc balloon. The procedure was completed with no patient complications reported and the patient¿s current condition is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).